Event description:
It was reported that during a urethral dilation procedure being performed in the patient's home, the threaded tip of a reusable follower including the attached filiform broke off and remained inside the patient. Consult with physician, provided instructions to give patient im antibiotics and anti-inflammatories and wait to see if pt passed metal tip. No acute urinary bleeding or obstruction occurred and patient was able to void out the piece within a few days. Product date code indicated product was manufactured in january of 1991. Product was sterilized between uses with cydex and water.